Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153445.

Event description:
Voluntary medwatch received states it was reported a patient's lead was capped due to a product performance issue. There were no adverse patient effects.